Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible iab rupture". Additional information states "possible helium loss 3(2) alarms x 7 within a few minutes. No blood visible in tubing, connections tight. Alarm persisted after repositioning the patient". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "possible iab rupture". Additional information states "possible helium loss 3(2) alarms x 7 within a few minutes. No blood visible in tubing, connections tight. Alarm persisted after repositioning the patient". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".